Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a severely scratched display window.

Event description:
The customer called and reported receiving frequent motor error alerts. Furthermore, customer stated he had had high blood glucose over 400 mg/dl while a motor error was occuring, so he had to go to a pharmacy. During troubleshooting, it was stated the insulin pump had been through scanner at the airport. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer stated the insulin pump was working fine at the moment. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.